Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a glaucoma stent was removed from a patient on a secondary surgery. Additional information has been requested.

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The you tube link provided by the customer was reviewed by the investigation site. The video did show a stent that was trimmed, 2 trimmed pieces were removed from the eye. The provided video does confirm the stent was trimmed; however why the stent needed to be trimmed could not be confirmed. Sufficient clinical data was not received, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).